Manufacturer narrative:
An evaluation of the returned construct found the markings on the set screw indicate that the rod was not fully seated prior to conducting the final tightening/locking down process. The non-normal condition may result in a non-adequately fixed construct. The markings on the rod indicate that the set screw slid along the rod which may be the result of the set screw not being fully locked in the first place.

Manufacturer narrative:
The explanted arsenal construct is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Approximately two weeks after implantation, a patient returned complaining of pain on the right side. X-rays taken at the time identified a backed out set screw at the l5. Revision surgery was conducted on (B)(6) 2018 to remove the hardware located on the right side. Replacement was not installed. The patient no longer has pain/symptoms. The arsenal spinal fixation system was originally implanted on (B)(6) 2018.